Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/09/2021.

Manufacturer narrative:
Event was reported to have occurred on an unreported date 5 to 6 days ago from the time the event was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with gentamicin (intraperitoneal, dose and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.